Manufacturer narrative:
Follow-up # 1 (06/07/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: on may 16, 2011 the meter passed testing with no faults found. On (B)(6), 2011 the test strips passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter read inaccurate compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 7am. The reporter stated the patient obtained blood glucose results of "100 mg/dl" with the subject meter and "38 mg/dl" on another meter, performed greater than 30 minutes of each other. The cca was advised the patient manages his diabetes with humalog insulin (10 units), lantus insulin (44 units) and "glucoxide" (5 mg). The patient continued to take his usual dose of medications. Prior to the alleged issue, the reporter claimed the patient felt symptoms of weak, sweaty and was in a "drunken state." By 830am that same morning, emergency medical services (ems) administered the patient intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.